Event description:
I have injuries to my bowels after laparoscopy surgery to repair umbilical hernia. My injuries are the result from mesh implant and or surgical errors. I have suffered from adhesions and small bowel obstructions for over a month. Sugar removed mesh and sewed up hernia. Surgeon determined that the mesh caused adhesions. The manufacturer of mesh implant by covidien.